Event description:
The patient reported that the meter stopped powering on in july 2004. They started developing symptoms two days later. They described feeling shaky, sweaty, and weak. They reported attempting to test throughout the time of concern. Two days after developing symptoms the patient's family member contacted 911. The emt drove the patient to the hospital, without testing or administering treatment. A result of 370 mg/dl was obtained on the hospital meter. Pt was administered insulin and released 1 hour after their arrival. Patient's usual regimen includes a set 70 units of humulin n in the morning and on a sliding scale for the evening dosage. The patient reported that they stopped taking their evening dosage, as they were unable to test their blood glucose level. Patient tests twice a day and did not have a back up meter. Patient is currently taking medication (unknown) for high blood pressure. The customer service representative confirmed that the patient had been using the correct type of test strips, the battery was correctly installed, the battery contacts were in good condition, and the battery was replaced less than 1 year ago. Issue was not resolved through troubleshooting. The patient did not allege harm. Patient's meter and test strips were replaced.